Event description:
It was reported that the patients safety was compromised because the tip fell of the applicator.

Manufacturer narrative:
(B)(4), the device was not received for evaluation and additional information was not provided. A lot number was not provided, therefore, a DHR review could not be performed. Without the device, and additional information a determination could not be made. Should the device become available a new issue will be opened and an investigation will be performed.